Event description:
The patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high alleging inaccurate ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the follow up information: the patient mentioned the inaccuracy began (B)(6) - (B)(6) 2011. The patient no longer has the meter or any of the test strips anymore. The patient claimed that he had some symptoms due to the alleged high readings of shaking, sweating and couldn't see. The patient does not recall what his readings were prior to the symptoms, during the symptoms or after the symptoms since the patient no longer has the device and the incident occurred last summer. Due to the symptoms he injected at least 1 unit of insulin. The patient was not tested on another device at the time of the incident and did not seek any further medical attention. The patient mentioned after the alleged issue with the ultra easy meter he discarded the lfs meter and he purchased a new meter, accucheck aviva and started to use that meter. A normal reading for the patient is around 80 mg/dl and he tests at least 5x a day. The patient did not want a replacement meter. He only lfs now because he saw an advertisement for the ot verio iq meter. Although the readings were not provided, the complaint is being reported since the patient alleged that due to the alleged high reading at an unspecified time later he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Serial # and lot # was not provided.